Event description:
Handpiece would not prime.

Manufacturer narrative:
(B)(4), unit functions within all specifications. Primed and cut successfully. Could not verify any malfunction. Doctor comment card does not note any device related complications. On (B)(4) 2012: as of this date, there are (B)(4) documented device complaints covering (B)(4) units. This lot has (B)(4) released units. The complaint rate is at (B)(4). The lot will continue to be monitored. No CAPA will be issued since the complaint rate is below (B)(4) and the incidences can be considered operator inexperience. On (B)(4) 2014: opened CAPA (B)(4) to review 2012 complaints. Updated with the following details: completed and attached a current MDR decision flowchart. The DHR for lot # 11612-05 was reviewed. The unit met mfg specifications when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were a total of (B)(4) units that stopped working. A review of the console history was not performed because the console serial number was not reported with the complaint.